Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the manometer did not move. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During procedure, it was observed under fluoroscopy that the balloon had inflated as pressure was applied; however, the manometer did not move. The procedure was completed with a different device. No patient complications were reported.